Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports a patient had a PICC placed for 6-week treatments of antibiotics. The patient was returning to the outpatient department for daily antibiotic therapy. The staff was having difficulty getting the needleless connector off and were using 2 kelly clamps to try to remove the connector. It was noted that the catheter was leaking. The PICC was removed and a piv inserted for last treatment of antibiotics. It was reported that the staff was instructed on the correct way to remove a stuck cap/connector.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a patient had a PICC placed for 6-week treatments of antibiotics. The patient was returning to the outpatient department for daily antibiotic therapy. The staff was having difficulty getting the needleless connector off and were using 2 kelly clamps to try to remove the connector. It was noted that the catheter was leaking. The PICC was removed and a piv inserted for last treatment of antibiotics. It was reported that the staff was instructed on the correct way to remove a stuck cap/connector.